Manufacturer narrative:
H6: investigation summary two open 31g x 5mm pen needle samples and three photos were returned from lot. No. 0287400, cat. No.320129. A clog test was carried out on the returned samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h10

Event description:
It was reported that 2 pen ndl 31ga 5mm was unable or difficult to prime. The following information was provided by the initial reporter: the patient reported about needle clogging upon priming.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 pen ndl 31ga 5mm was unable or difficult to prime. The following information was provided by the initial reporter: the patient reported about needle clogging upon priming.